Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found after setting the device to nominal conditions successfully, the pacemaker was evaluated under electrical and mechanical conditions and results indicated normal functionality. Additionally, battery assessment indicates device is above elective replacement level with normal drain current. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. The device was monitored for several days with normal load and results. Further evaluation of output parameters was within normal range. Despite extensive testing backup condition could not be reproduced and the cause of backup conditions could not be determined.